Event description:
It was reported that the patient presented after receiving a vibratory notifier. Upon interrogation, the device was found to be in back-up vvi mode with no hv therapy available. Device was explanted and replaced. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of bvvi was confirmed in the laboratory. Review of the device image revealed a power-on reset (por) occurred during hv therapy delivery. Bench testing revealed no anomalies. The root cause of the por could not be determined.